Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian link transmitter and a test plug. Device communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value (240 mg/dl) properly and displayed correctly on the display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 190 mg/dl value properly from glucose meter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 46 mg/dl at the time of incident. Customer¿s other blood glucose level was 276 mg/dl and current blood glucose level was 165 mg/dl. Customer was treated with drank soda. Customer was not using auto mode. Customer did not allege insulin pump was over delivering. Customer stated that the sensor had blood at site. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.